Event description:
Caller reported that internal battery charge increased by 97% in a short period of time. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to charge the pump with known working supplies and confirmed that the battery charge did not continue to decrease once connected to a power source, avoiding an unexpected shutdown.